Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst during inflation at 12 atm. The balloon was exchanged with another uromax balloon and the physician completed the procedure with no complications. The patient's condition at the conclusion of the procedure was reported to be fine.